Event description:
Customer alleges that a piece of the scissors broke off during vascular surgery, and the doctor retrieved and removed the piece. There was no injury to the patient.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Upon receipt of the device, an evaluation will be performed.